Event description:
It was reported by svc report that the hydraulic hoses were leaking fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod and cap side hydraulic hoses.